Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, high capture threshold on the rv lead was observed. Lead dislodgement was observed via chest x-ray. The lead was repositioned. The patient was stable.